Event description:
It was reported that the patient experienced high blood glucose levels and was unable to give himself a bolus because the sensor option was grayed out on controller. Specific blood glucose levels were not reported. Medical treatment was not required. No additional information was provided.

Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of 26apr2026-28apr2026 was downloaded and reviewed. Review of the cloud data found multiple bolus records during this period, many of which were calculated based on estimated glucose values entered from the sensor using the use sensor option. Bolus records without sensor values were also seen. Without log files, it could not be determined if the use sensor option was unavailable at the time each bolus was programmed or if additional attempts were made to program boluses that were abandoned due to the option being unavailable. The exact cause of the use sensor option reportedly being grayed out could not be conclusively determined from the available cloud data. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.